Manufacturer narrative:
This report is being supplemented to provide the device evaluation. During the device evaluation, the air/water nozzle was found to be clogged with debris, which has been identified as a reportable malfunction. The nozzle was clogged with an amalgam of synthetic fibers, black rubbery material and some chemical translucid residue. The dark rubbery material was determined to not be from the device but synthetic fibrous deposits likely from cleaning brush and translucid chemical residues that seem to be cleaning agent residue, which could not be removed was clogging the nozzle. It would likely have been clogged during the cleaning/disinfection process. Additionally, low air/water flow was observed, the distal cover was damaged and the universal cord was wrinkled. The investigation is ongoing. If additional information becomes available at a later date, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the positive culture could not be determined. For the event of clogged nozzle it is likely that the materials were black rubber, amalgam of synthetic fibers from a cleaning brush and chemical translucid residue from cleaning detergent however, information on the users reprocessing steps or physical damage at the nozzle site could be linked to the event of foreign material. Therefore, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The event of clogged nozzle is detectable by device handling in accordance with the following IFU. Operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to device evaluation, the scope was sent to an independent laboratory for culture testing. The device tested positive for one (5) colony forming unit (cfu) micrococcaceae on the all channel sample. The obtained results are in conformance with the requirements. The customer provided the cleaning, disinfection and sterilization (cds) practices performed onsite at the user facility. Per the customer, there were no deviations/deficiencies concerning reprocessing. The customer uses automatic endoscope reprocessor (aer) aer soluscope 4, with detergent anios and peracetic acid (paa) disinfectant. There were no issues reported with the aer. All the channels connected with tubes when the scope was setting up with the aer. The concentration and expiration date of the disinfectant was controlled and the water quality of the rinse water controlled using a water filter. The water filter was replaced per the instructions for use (IFU). The device was dried using filtered compressed air, wiped with a clean towel/paper and the drying process of the aer. The scope was stored inside a drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for two (2) colony forming units (cfu) of klebsiella pneumoniae on the all channel sample. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.